Event description:
Restenosis guarantee program it was reported that restenosis occurred, requiring intervention. On (B)(6) 2024, this 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for use in a right lower extremity angiogram with recanalization of the distal right superficial femoral artery (sfa) with atherectomy. Right lower extremity arteriogram showed segmental, greater than 80% tandem stenosis in the distal right sfa, with two-vessel anterior tibial and peroneal runoff to the right foot. Using an antegrade approach, mechanical atherectomy of the distal right sfa was performed in a proximal to distal fashion using 2.4/3.4 mm jetstream device. Post dilation was performed using 4 mm x 100 mm balloon. Subsequent angiogram showed significant residual stenosis in the distal right sfa. Therefore, this 6 mm x 120 mm eluvia drug-eluting stent was placed, and post dilation was performed with 4 mm x 100 mm balloon. Post intervention angiography showed the right femoropopliteal segment was widely patent with two-vessel continuous runoff to the right foot. There were no procedural complications. On (B)(6) 2024, right lower extremity angiography showed distal femoropopliteal segment occlusion; greater than 80% stenosis of the distal right common femoral artery and occlusion of the mid and distal sfa and proximal popliteal artery. Mechanical atherectomy of the right femoropopliteal segment and right common femoral artery was performed. Post angioplasty was performed using 4 mm x 100 mm balloon. The patient tolerated the procedure well with no immediate procedural complications.